Manufacturer narrative:
Batch review performed on 16 november 2023. Lot 2316668: (B)(4) items manufactured and released on 19-jul-2023. Expiration date: 2028-jun-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other components involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot 2307814: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-apr-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 month after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.